Event description:
It was reported that a patient had loss of stimulation and never had therapeutic effect. It was reported that the patient had stimulation in the wrong location. It was reported that the patient¿s device was reprogrammed, and impedance testing and x-rays were performed. It was stated that the product issue was not resolved and the cause of the issue was not known/ determined. It was stated that many manufacturer¿s representatives have tried to reprogram the patient unsuccessfully. The patient stated that it was not helping the back. It was reported that the x-rays showed that the leads have not moved since implant. It was stated that the impedances checked out fine. It was stated that the patient would like the device removed. It was reported that there were no patient symptoms or complications associated with the event. Additional information received reported that the revision was scheduled for today. It was noted that another manufacturer¿s representative covered the case. No additional information was available.

Event description:
Additional information received reported that the patient's devices were explanted on (B)(6), 2014. It was stated that the patient did not receive enough therapeutic effect from the therapy so she stopped using it. It was stated that the devices would not be returned as no malfunctions were suspected. It was stated that the patient recovered from the explant surgery and was doing fine. The manufacturer's representative noted that this was a "very straightforward case so the files on this patient could be closed."

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).